Event description:
It was reported a tlc10 was used during a sub total gastectomy. It was reported by the affiliate the staples malformed at the tip of the cartridge. A new instrument was used to complete the case. There was no consequence to the pt.